Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2016 it was reported that the patient had a red skin irritation under both breasts. It was reported that there was no open skin and that the patient had a history or skin sensitivity. The patient's doctor advised the patient to apply a cream to the area. During a follow up on (B)(6) 2016 the patient reported that the rash was much better.